Event description:
Pt arrived from home for replacement of the indwelling catheter. Original catheter, upon viewing via floroscopy, was found to be in three pieces and not in the correct position. Vascular surgeon was unable to retrieve all of the catheter that was in the right atrium. An interventional radiologist retrieved the catheter via the femoral artery.